Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn and caused the add gel/replace belt messages. Additionally, the dn to ECG a, b, and the front te cables were pulled from the strain relief. The root cause of the damaged cables could not be positively identified but was likely excessive force on the cable sections. No adverse event resulted from the damaged cables. The patient rec'd a replacement electrode belt.

Event description:
The nurse of a (B)(6) male patient call zoll customer support to report "add gel/replace belt messages". A review of the patient's download revealed gel previously released flags, although no gel released flags were recorded. The patient was issued a replacement electrode belt.